Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed server deployment. The device was beeping continuously and had a line across the screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: additional information was received. The customer stated this issue happened at the time the pump was pulled from storage and was being set up for use. It was sent to biomed since the beeping and blank screen with a line across would not allow the nurse to set up the pump. The nurse simply pulled a different pump to initiate patient care; and the non-working pump was not involved in any type of patient care incident.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-28037 is no longer considered reportable, please disregard any reports associated with it. D3, g1,g2 email is: regulatory.responses@icumed.com.